Manufacturer narrative:
.

Event description:
It was reported a patient presented with recurrent encephalopathy. The patient had two gore® viatorr® tips endoprosthesis in place and required a tips revision for a shunt reduction.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and the delivery system was discarded, so no engineering investigation could be performed.

Manufacturer narrative:
Additional information: model number. Device manufacture date.